Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hrm task did not grant motor power in reasonable time. The patient¿s blood glucose level was 366 mg/dl at the time of the incident. Customer stated pump was exposed to a high magnetic field. Customer stated they are not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected the hrm task did not grant motor power in reasonable time were noted during testing. Motor was tested outside device, and it passed.